Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and "service required" codes were found in the ventilator's downloaded error log. An issue related to the device's blower motor, system board and internal battery was confirmed.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor, system board and power management board. The blower motor, system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to ferrite (e2). The blower motor and system board were evaluated and found to operate to design specifications.